Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable connector. The root cause for the open wire could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the defective electrode belt. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was removing a service code 204. The pt was issued a replacement electrode belt.